Event description:
On (B)(6) 2016, the customer reportedly received the following results on the aviva system (system 1) within 10 minutes: 29.4 mmol/l and 11.6 mmol/l on (B)(6) 2016, the customer reportedly received the following results, with two different aviva meters, within 10 minutes: 26.0 mmol/l (system 1) and 8.6 mmol/l (system 2). No adverse event reported. The same test strip vial was used for both meters and results. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2016, the customer reportedly received the following results on the aviva system (system 1) within 10 minutes: 29.4 mmol/l and 11.6 mmol/l on (b)64) 2016, the customer reportedly received the following results, with two different aviva meters, within 10 minutes: 26.0 mmol/l (system 1) and 8.6 mmol/l (system 2). No adverse event reported. It is unknown on which test strips were used for system 2 or if the same strip vial was used for both meters and results. Return of the suspect device was requested for evaluation.